Manufacturer narrative:
Exemption number e2016032. (B)(4). Manufacturer reference #(B)(4). Corrected data based on new information received: adverse event to product problem. Serious injury to malfunction. It has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating "pulmonary embolism and intermittent shortness of breath". Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. A reference is made to the instructions for use: in potential adverse events are mentioned: ¿ damage to the vena cava. ¿ pulmonary embolism. ¿ filter embolization. ¿ vena cava perforation. ¿ vena cava occlusion or thrombosis. ¿ hematoma at vascular access site. ¿ hemorrhage. ¿ infection at vascular access site. ¿ death. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Exemption number e2016032. (B)(4). Manufacturer reference #(B)(4). Corrected data based on new information received: adverse event to product problem. Serious injury to malfunction. It has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating "pulmonary embolism and intermittent shortness of breath". Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. A reference is made to the instructions for use: in potential adverse events are mentioned: ¿ damage to the vena cava. ¿ pulmonary embolism. ¿ filter embolization. ¿ vena cava perforation. ¿ vena cava occlusion or thrombosis. ¿ hematoma at vascular access site. ¿ hemorrhage. ¿ infection at vascular access site. ¿ death. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.

Manufacturer narrative:
Investigation: the following allegations have been investigated: vena cava (vc) perforation and physical limitations. Investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Unknown if the reported physical limitations are directly related to the filter and unable to identify a corresponding failure mode at this point in time. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
Patient allegedly received an implant due to trauma. Patient is alleging vena cava perforation in addition to the previous allegations. Patient notes and further alleges experiencing physical limitations. Per the (B)(6) 2019 computed tomography (CT) abdomen without contrast: "impression: an ivc filter is noted with the proximal tip at the level of the origin of the renal veins with the metallic legs of the ivc filter extending beyond the outline of the inferior vena cava in clockwise fashion at the 2o'clock, 4 o'clock, 8 o'clock and 10 o'clock positions. There is no evidence of extra caval fluid".

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). It has not been possible to investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturer ref# (B)(4). G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404. (B)(4). The event is currently under investigation. A supplemental report will be provided upon conclusion. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
This additional information was received on 02/23/2017 as follows: device was allegedly implanted in patient via right common femoral vein on (B)(6) 2015. The patient is alleging pulmonary embolism despite having device in place and intermittent shortness of breath.

Manufacturer narrative:
(B)(4). Catalog#: unknown but referred to as a cook celect filter. Since catalog# is unknown the 510(k) could be either k061815, k073374, k090140, k112119, k121057 or k121629. (B)(4). Investigation is still in progress.

Event description:
Description according to short form complaint filed: it is alleged that "[pt] received a cook celect filter on (B)(6) 2015." Patient outcome: it is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.